Manufacturer narrative:
The product was returned for analysis and the batch record review showed that all testing results are within specification. The retention samples were inspected, and no foreign material was observed. Microscopic investigation of the returned, partially used, syringe revealed that some white deposits were present on the label of the barrel (at the outside of the barrel). No white material was present inside the barrel. Therefore, this defect concerns a cosmetic defect. The microscopic investigation could not reveal the identity or the origin of the material. Not enough material was present for further identification. The available data indicate that this concerns an isolated complaint for this lot. No similar complaints have been rec'd for this lot. (B)(4).

Event description:
A surgeon reported white material found in the pt's eye while injecting product into the eye during surgery. There was no pt harm.